Event description:
It was reported that during meniscus repair surgery, t1 and t2 were deployed simultaneously. Both t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed t1 and t2 on the delivery needle. The depth limiter was cut to surgeon¿s desired length. The needle was bent. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.